Event description:
The following information was reported to gore: on an unknown date in 2008, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder®aaa endoprostheses. On (B)(6) 2020, a reintervention was performed to treat a distal type I endoleak from the right common iliac artery. Gore® excluder® iliac branch endoprosthesis (ibe) was implanted into the right side of the patient as a treatment. An aortic extender component was also implanted proximally for a suspected proximal type I endoleak. On an unknown date, embolization with nbca was performed (details unknown). On (B)(6) 2024, a reintervention was performed to treat a distal type I endoleak from the left common iliac artery using gore® excluder®aaa endoprostheses. A contralateral leg component was implanted into the left side of the patient as a treatment. Two aortic extender components were also implanted proximally for a suspected proximal type I endoleak. Aneurysm enlargement was not reported. Additional details of the 2008 and 2020 procedures were not able to be obtained.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include endoleaks. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.